Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the config.xlm file was corrupt. The config file was replaced from backup files, and the system booted as expected. The reported issue was documented in a medtronic software defect tracking base.

Manufacturer narrative:
Patient information not provided due to finnish patient privacy regulations. Event date is approximated. A manufacturer representative went to the site to test the equipment. The system was performing as intended and the alleged issue could not be duplicated. The navigation system passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. No parts have been received by the manufacturer.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion cervical procedure. It was reported that after the mobile view station (mvs) and image acquisition system (ias) have been booted and on in the corridor, when the mvs was disconnected for movement and connected back on or once systems have been reconnected, the pendant on the imaging system shows "not connected, waiting for connection" and initializing system. The imaging system was restarted twice and connection between the ias and mvs was established. There was a delay of less than an hour due to the reported issue.